Event description:
The customer reported that during a colectomy, the device continued to activate event though the activation button was no longer being pushed. The surgeon opened another device and finished the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.